Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Event description: it was reported, the basket of the device reportedly stopped functioning during a ureteroscopy procedure. Further communication with the user facility clarified that the device stopped functioning due to the basket cannula having pulled free from the collet. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, the instructions for use, and quality control data. One ncircle tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle disassembled. The collet knob, collet, and polyethylene terephthalate tubing [pett] were returned separate of the handle. The device was returned with the basket formation in the open position. 2.5 cm of the coil was protruding from the distal end of basket sheath. Kinks were found in basket sheath 89 cm and 108 cm from the distal tip. A severe kink was found at the base of the support sheath at the nose of the mlla [male luer lock adapter]. Functional testing determined the basket formation could not be manually actuated. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The device history record was reviewed and there were no related non conformances. A database search revealed no other complaints had been reported from the complaint device lot. The product specification was reviewed and all extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The device was returned disassembled, with the black collet knob and brass collet removed from the handle. The black collet knob tightens on the brass collet to hold the basket assembly in place. All devices are functionally tested during manufacturing and subsequent quality control checks. Also, the device was tested before use. Based on the available information, there are 2 possible causes for the issue: 1) the black collet knob on the proximal end of the handle was not tightened sufficiently during manufacturing, allowing the cannulated handle to pull free from the collet. During use. 2) excessive force was applied to the device, pulling the cannulated handle out of the collet. Of the two possible failure modes, the available evidence does not indicate that one is more likely than the other. The cause for the failure of the basket to close could not be conclusively determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 17sep2020: the procedure being performed was a ureteroscopy. The device was tested prior to use. Another stone basket was used to complete the procedure. The customer is not wanting to share patient information.

Manufacturer narrative:
Occupation = (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, an ncircle tipless stone extractor stopped functioning, as the wire was not secured to the copper piece. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.